Manufacturer narrative:
A preliminary check of the DHR of the liner involved (lot# 2016at1g5) confirmed the absence of dimensional anomalies on a total of 24 liners manufactured with this lot# before being placed on the market. By our data, 10 out of 24 liners manufactured with the lot# involved have been implanted, without receiving any other complaints on the same lot#. We received the physica tibial liner #7, h.10mm involved in the intra-operative issue and then performed a dimensional check on it. Slight anomalies (in terms of hundredths of a millimeter) have been highlighted: on the width and on the depth of the lower surface of the polyethylene (it is the coupling surface with the tibial plate) on the anterior liner's "tooth" that guarantees the correct coupling mechanism between liner and tibial plate. By a check of the DHR, these slight anomalies were not pre-existent on the liner. The slight anomalies should be instead related to the slight poly deformation after trying to insert the liner in the tibial plate during surgery. A double functional test was also performed: during the first functional test, the deformed poly liner involved in the intra-operative issue have been coupled with a tibial plate size #7 available internally in limacorporate (the original tibial plate was implanted by the surgeon together with a physica ps tibial liner, size #7,h.11mm). This functional test failed, confirming that the slight plastic deformation achieved by the polyethylene after its intra-op use does not allow in any way the proper liner - tibial plate coupling. A second functional test was performed between the same tibial plate size #7 used for the first functional test and a new unused physica ps tibial liner #7, h.10mm with the same lot# (2016at1g5) of the tibial liner involved in the intra-operative issue. This second functional test was successful, showing the full compliance and functionality of the new (undeformed) liner. We cannot be sure of the root-causes of the intra-op issue reported: probably, the slight plastic deformation of the anterior liner's tooth originated during the first attempt of inserting it into the tibial plate, compromising any further attempt to properly insert the liner. In fact, if a correct coupling between poly liner and tibial plate does not occur at the first attempt, there is a high probability that the anterior poly liner's tooth will deform, making any additional attempt useless. Additionally, our investigation clearly indicates that the involved liner was fully functional before being used. Pms data: according to our data, a total of 2 complaints have been reported to limacorporate on a total of (B)(4) physica ps tibial liners sold ww since 2014. Occurrence rate: (B)(4). By our investigation, both the cases are not product-related. No corrective actions planned for this event. Limacorporate will keep monitored the market. This is a final report.

Event description:
Intra-operative impossibility to insert the physica ps tibial liner #7, h.10mm (model# 6535.50.710, lot# 2016at1g5) into the tibial plate. According to the info reported, after several attempts, the surgeon had to implant a thicker liner (same size, h.11 mm) instead of a h.10mm one, on the original tibial plate. No reported consequences for the patient. Event occurred on (B)(6) 2017 in (B)(6).